Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-12140. It was reported the pt has felt heating while charging since the implant but thought it was related to nerve pain. Reportedly on (B)(6) 2012 the pt felt extreme burning at the pocket site after charging for 37 minutes. The pt went to the ER where he was treated with ice packs. Reportedly the pt has felt uncomfortable heating on three occasions. The pt reports he does use the antenna belt/pouch and charges while standing. He charges every 47 days. Pt states he will charge for shorter intervals more frequently and stop charging if he feels uncomfortable heating. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a field correction. Mfrs eval: corrective and preventive action (CAPA). Eval results : pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.